Manufacturer narrative:
Updated fields: b4, g4, g7, h2, h6 (evaluation method codes), h10.

Event description:
It was reported that prior to inflation of the iab; the cardiosave intra-aortic balloon pump (iabp) had an "internal error" alarm message. There was no harm or injury to patient and no adverse event was reported.

Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and verify the alarm in the iabp¿s internal log. The fse troubleshot the iabp and determined the coil cable was corroded and in need of replacement. To fix the problem, the fse ordered and installed a new coil cable and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all calibration, functional and safety test per factory specifications. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that prior to inflation of the iab; the cardiosave intra-aortic balloon pump (iabp) had an "internal error" alarm message. There was no harm or injury to patient and no adverse event was reported.